Event description:
It was reported that the patient connected a cartridge to a luer connector outside the pump chamber and, while attempting to twist and lock the luer, the top of the cartridge broke, consistent with a cracked cartridge component and user technique issue during handling. Symptoms included no reported changes in blood glucose. Outcomes included no medical intervention or device alarms. Investigation included complaint review, event detail assessment, and review of attached photos. Investigation of this case revealed physical damage to the cartridge consistent with over-torque or improper insertion outside the chamber, with no device performance anomaly indicated and blood glucose unaffected. It was concluded that the event was attributable to user handling and that the device function was not implicated.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.